Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed. Customer's blood glucose (bg) level was approximately 300mg/dl and customer used a manual injection to address bg. Customer performed a infusion set change to address the issue.